Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's current blood glucose (bg) level was above 500mg/dl; no bg information was provided regarding past events. The customer switched to their back up pump in order to address their bg levels. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. No troubleshooting was performed due to the customer not currently using the tandem pump. During follow-up, it was reported that the customer's bg level had decreased to 236mg/dl.